Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low p-wave sensing; the noise episodes were stored as atrial tachycardia. The physician elected to cap and replace the lead on (B)(6) 2019 during device upgrade procedure. The patient was in stable condition.